Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed information regarding the reported event; however, the user facility personnel refused to provide additional information, as they reported that they do not suspect the olympus equipment to have caused or contributed to the patient's outcome. Additionally, the facility's staff reported that there was no equipment failure. No equipment was returned for evaluation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed about an incident in which a patient reportedly expired after having undergone a gastroscopy. No further information was provided.